Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information and evaluation of the product in question, it is determined the revolve instrument graphic case design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect.

Event description:
Globus medical, inc was contacted via telephone communication from a sales representative that on (B)(6) 2010 a male scrub technician at the hospital facility sustained an injury to his foot when a handle broke off the revolve graphic case he was carrying, and the case containing revolve surgical instruments landed on his foot after which he experienced pain and swelling. The scrub technician went to the hospital emergency room for treatment and was diagnosed with a contusion and sprain on the top of his right foot. The scrub technician was out of work on worker's compensation, and has since then returned to work.